Event description:
Patient called in stating they received a letter in the mail asking for further clarification regarding the previously reported issue. Patient stated they had no idea the cause of the implant going dead, but when they did try to recharge the implant up again, they reported 'implant cannot be detected.' Patient stated no steps were taken to resolve the issue, as when contact called in, there was no troubleshooting performed. Patient stated the issue is not resolved, they still see no device found and they have an MRI coming up soon. Agent reviewed passive recharge mode information with patient and prompted patient to recharge implant. Patient entered passive mode with numbers 89-95-96. Patient stated they would let passive mode cycle and call back if it did not advance after ten minutes. Agent offered to stay on the line, but patient declined. Patient will call back if further assistance is needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The caller indicated that the patient claimed that the the ins will charge but it will not hold a charge and later that the ins battery is dead. Troubleshooting was not required. The issue was not resolved through troubleshooting.